Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# n150827005. Implanted: (B)(6) 2008, explanted: (B)(6) 2024. Product type catheter product ID 8711 lot# serial# (B)(6). Implanted: (B)(6) 2009. Product type catheter product ID 8596sc lot# serial# (B)(6) implanted: (B)(6) 2023. Explanted: (B)(6) 2024. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), product ID: 8711, serial/lot #: (B)(6), ubd: 12-jun-2011, UDI#: (B)(4); product ID: 8596sc, serial/lot #: (B)(6) ubd: 08-sep-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that shortly after his pump change in 2023-july, the patient reported lack of therapy. There were no known environmental/external/patient factors that may have led or contributed to the issue. During the refills the volume remaining in the pump was much more than projected which led the managing physician to believe that there may be a kink in the catheter. The patient was taken into surgery on (B)(6) 2024. The catheter was checked, and the surgeon was unable to pull cerebrospinal fluid (csf). The entire catheter was changed into an 8780. There were no known environmental/external/patient factors that may have led or contributed to the issue. The patient weight and medical history were asked but unknown at this time. The patient status was alive and no injury. The issue was resolved. Additional information received from a from a company representative (rep) stated that the physician used the anchor that was already in the patient from his previous catheter.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated that the cause of the event was asked but unknown at this time. It was noted that there was no kink in the catheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.